Manufacturer narrative:
On 7/29/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 8/7/2019, per clinician's assessment of all the information received, device code (evaluation codes) was updated to gel leak. Also, adverse event product problem has been checked. The patient underwent bilateral implant exchange with mentor gel implants, right side mastopexy, and left inferior lateral tissue reduction on (B)(6) 2019. Upon explantation, both devices were actually intact. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral granuloma and right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 425cc mentor memorygel breast implant and was presented with right side breast implant rupture, and bilateral granuloma as per imaging revealed bilateral silicone in the lymph nodes. As a result, the devices were explanted and replaced with catalog number: 3507255mc; serial number: (B)(4) on the right and with catalog number: 3507255mc; serial number: (B)(4) on the left side on (B)(6) 2019. This report is for the patient¿s left-sided device.